Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Event description:
On august 7, 2024, irhythm received a medwatch report (mw5157075) alleging that a patient experienced chemical burns or an extreme reaction to the skin adhesive used to secure a monitor on the chest area. The patient described the reaction as extremely painful and very unusual. They mentioned that they had used many similar devices and ECG stickers on their chest and limbs in the past without any skin reactions. According to the report, the patient is a retired paramedic and respiratory care practitioner with extensive experience using and placing ECG monitoring equipment and analyzing rhythms. Despite carefully reading the directions and cautions of this product, specifically not to get the device soaked in the shower, a few permitted drops of water combined with adhesive caused a severe and intensely painful deep itching-like pain similar to chest pain. When palpating the irritated skin, the patient experienced a deep ache-like pain throughout the affected area. The wound subsequently blistered and oozed a whitish-yellow substance. The report indicates that the skin area around the most inferior portion of the wound had opened and had the appearance of a significant superficial abrasion. The patient did not seek medical attention but treated it at home with hibiclense, cold packs, and otc antibiotic cream. The device was initially scheduled to be worn for two weeks but was removed and returned after approximately 8 days. No further information was provided.

Manufacturer narrative:
Since no serial number was provided for the subject device, irhythm cannot confirm if the patient¿s device was received for evaluation. Additionally, no contact information was provided; therefore, irhythm was unable to follow up to obtain additional information. However, skin irritation is an inherent risk of the device. The device manual's ¿warnings¿ section read as follows: do not use the zio monitor on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as an adverse event. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.